Event description:
Additional information indicated that this device was intentionally turned off due to the patient entering hospice care.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was set to a value other than monitor + therapy. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.